Manufacturer narrative:
Describe event or problem and therapy dates and desc grid: updated. (B)(4).

Event description:
It was further reported that the shaft broke outside the patient's body and outside the non-bsc bleed-back control valve.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x16mm synergy ii stent was advanced to treat the lesion. However, shaft broke around 20 cm from the hub. The device was removed normally and the procedure was completed with another device. No patient complications nor injuries were reported.